Event description:
It was reported that during a breast biopsy procedure, the sleeve including the marker fell into the patient's body during use. The fallen sleeve was retrieved by forceps from the needling area. Although the indicator had turned blue, the marker could not be placed in the patient. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.